Event description:
A 49 year old male initially received support from an impella cp, then was bridged to an impella 5.5 for elective placement and coronary artery bypass grafting (CABG) surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of 5.5 support was scai stage d. On day 22 of support, it was reported the patient deteriorated overnight and became acidotic and anuric. Vasopressors were maxed out and the patient expired on support. The hemodynamic instability and renal failure is more plausibly attributed to the patient¿s underlying critical condition, including advanced cardiogenic shock. Death may occur in the setting of impella 5.5. Support, however the device is unlikely to have contributed to the patient¿s death, which was most likely related to the patient¿s underlying critical clinical condition as they presented with scai shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in b2 (is required intervention). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.